Event description:
Per the clinic, the patient experienced skin breakdown at the implant site and subsequently underwent a revision surgery (date not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the patient experienced a magnet dislodgement and subsequently underwent revision surgery under general anesthesia on (B)(6) 2024 to replace the magnet.